Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
The patient had an ivc filter placed approximately 2 1/2 to 3 years. During a venogram, it was noted that the hook was embedded. In an attempt to remove the filter, one of the struts broke and remained embedded in the tissue. The cardiologist decided to not continue with the procedure and will keep an eye on the patient. The patient is stable at this time. According to the initial reporter, the patient is stable and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation results - a review of complaint history, as well as a review of manufacturing instructions, quality control processes, and a review of trends was conducted. No product was returned and no imaging provided. Based on the information solely it is impossible to comment on the hook embedment and the filter retrieval resulting in the one of the struts to break and remain embedded in the tissue. Filter retrieval is occasionally difficult. This is well known from published scientific literature where filter retrievals are referred to as simple versus complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Lot# unknown, however tulip filter is manufactured and inspected according to manufacturing specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. There is no evidence to suggest that device was not manufactured to specifications. No conclusion could be drawn based on the information available. Cook inc. Will continue to monitor for similar events.

Event description:
The patient had an ivc filter placed approximately 2 1/2 to 3 years. During a venogram, it was noted that the hook was embedded. In an attempt to remove the filter, one of the struts broke and remained embedded in the tissue. The cardiologist decided to not continue with the procedure and will keep an eye on the patient. The patient is stable at this time. According to the initial reporter, the patient is stable and did not experience any adverse effects due to this occurrence.